Event description:
It was reported that there was an infection issue. Removed 2041-2858, 06-2806, reimplanted: 2041c-3258 lot#33113501, 06-3205 lot#mje274.

Manufacturer narrative:
A c-taper cocr lfit head 32mm/+5, cat # 06-3205, lot # mje274 was also reported. It cannot be determined if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding infection involving an omnifit liner was reported. The event was not confirmed. The device was not returned for analysis due to hospital policy. Insufficient medical records information was received for review with a clinical consultant. All devices in the reported lot and sterile lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received, further information is needed.

Event description:
It was reported that there was an infection issue. Removed 2041-2858, 06-2806 reimplanted: 2041c-3258 lot#33113501 06-3205 lot#mje274.